Event description:
As reported for this event by the customer, during reprocessing the device was found to yield no image. There is no harm or adverse impact reported to any patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the device yielded no image only image noise. This is attributed to poor output socket. The pump connector was also damaged. This device was repaired once last year in july 2021 evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the ¿no image¿ phenomenon was confirmed and it was attributed to faulty printed circuit board (pcb). They could not identify the cause of the faulty pcb board. Olympus will continue to monitor field performance for this device.